Event description:
A patient reported having intrusion present on tooth #8 at the end of treatment. The patient was advised to stop wearing your upper aligner completely for 14 days (2 weeks.). This allows time for your teeth to naturally settle. During this time, continue wearing your current aligner on the lower as prescribed without progressing into the next step, and temporarily discontinue using your hyperbyte.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.